Event description:
It was reported that during the procedure to treat a target lesion in the superior mesenteric artery, difficulty was noted during advancement. The herculink stent then slid back onto the delivery catheter. The device was removed from the patient anatomy without difficulty and the stent remained on the delivery catheter. Additional pre-dilatation was performed and a second herculink was implanted at the target site. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for physical resistance or dislodgment reported from this lot. It was reported that the herculink elite was being used to treat a target lesion in the superior mesenteric artery. It should be noted that the herculink elite instruction for use states: the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. Based on the information reviewed, there is no indication of a product deficiency.